Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they went to the hospital due to a pain in their left side. The patient stated that the hospital had told them that there was a device in them that was causing the sharp pain in their left side. The patient noted that they did not know if the pain was due to stimulation or to the physical location of their implantable neurostimulator (ins) placement. The patient attempted to turn on their patient programmer (pp) but it would not turn on. The patient noted that they had not changed the batteries in the pp since they got it and didn't have any (B)(6) batteries to change them with. The patient then spoke to their healthcare professional (hcp) who told them not to do anymore troubleshooting and that an appointment would be made for them. The patient stated that they would wait to do troubleshooting until they saw their hcp. No further complications were reported or were expected.